Manufacturer narrative:
Correction: the percutaneous lead was received on 26aug2019 and the pump was received on 16sep2019.

Manufacturer narrative:
Incidental finding: during the investigation, there was an incidental finding of cosmetic damage to the outer jacket of the external portion of the patient's driveline. Manufacturer's investigation conclusion: the evaluation of the heartmate ii lvas confirmed damage to the internal portion of the driveline wires that could have contributed to the reported low speed and pump stoppage events captured in the submitted log file. The heartmate ii lvas was returned assembled with the driveline (dl) severed approximately 0.5¿ from the pump housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, outlet elbow) were returned attached to their respective pump ports. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Upon disassembly of the heartmate ii lvas, visual inspection of the blood-contacting surfaces revealed no evidence of thrombus formations within the pump. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. A distal-end driveline replacement was performed on (B)(6) 2019 and the replaced portion of the dl was returned in one segment measuring approximately 16.5¿. Electrical continuity testing of the returned dl was conducted and all wires were found to be electrically intact. Rescue tape was observed approximately 9.5¿ through 11.5¿ from the metal connector. Removal of the rescue tape revealed damage to the silicone jacket approximately 9.5¿-10¿, and 11¿ from the metal connector. Visual examination of the underlying wires revealed no evidence of damage or wear to their insulation. Additional hi-pot testing of this dl segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. The pump-end dl segment was tested for electrical continuity, in the condition that it was received, and did not reveal any discontinuities. Visual inspection of the wires revealed breaches to the insulation of the yellow, orange, and red wires at the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining driveline wires revealed no obvious breaches to the wires. The remaining driveline wires were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the yellow, orange, or red wires contacted the braided shield while the system was operating on a tethered power source, such as the power module or mobile power unit, the resulting short to ground could have contributed to the alarms and pump stop captured in the submitted log file. These events could have also occurred from a phase-to-phase short if the exposed conductors from the two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module/mobile power unit (mpu) or battery power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that device alarmed for pump stoppages while connected to power module. Manufacturer's technical service representative reviewed the log file and observed low speed events and pump stoppages due to driveline disconnect on (B)(6) 2019. However, it was reported that patient never disconnected the driveline. Manufacturer's technical service representatives performed an external driveline replacement on (B)(6) 2019. The patient was placed on a grounded patient cable after the replacement and the patient had a low speed event when reaching for something. Patient was placed on battery power and alarms stopped. Since patient continued to have low speed events post replacement on the grounded cable and also since all of the external portion of driveline were replaced, it was assumed that driveline damage was internal. Patient was upgraded to status 2 for heart transplant. Patient was transplanted on (B)(6) 2019.